Event description:
It was reported that presenting electrogram (egm) of the pacemaker was found to be flat. Technical services (ts) was contacted, and ts informed that the atrial sensing configuration was programmed to off, therefore the flat egm was normal. The health care professional (hcp) reviewed their notes and noted past right atrial (ra) lead oversensing which lead to a nine second pause in atrial pacing. The patient has no sinus node function and was programmed to aoo for safety. It was also noted that the right ventricular (rv) lead was non-functional. There are future plans for ra lead revision and rv lead replacement. No additional adverse patient effects were reported.

Event description:
It was reported that presenting electrogram (egm) of the pacemaker was found to be flat. Technical services (ts) was contacted, and ts informed that the atrial sensing configuration was programmed to off, therefore the flat egm was normal. The health care professional (hcp) reviewed their notes and noted past right atrial (ra) lead oversensing which lead to a nine second pause in atrial pacing. The patient has no sinus node function and was programmed to aoo for safety. It was also noted that the right ventricular (rv) lead was non-functional. There are future plans for ra lead revision and rv lead replacement. No additional adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to loss of capture. No additional adverse patient effects were reported.

Event description:
It was reported that presenting electrogram (egm) of the pacemaker was found to be flat. Technical services (ts) was contacted, and ts informed that the atrial sensing configuration was programmed to off, therefore the flat egm was normal. The health care professional (hcp) reviewed their notes and noted past right atrial (ra) lead oversensing which lead to a nine second pause in atrial pacing. The patient has no sinus node function and was programmed to aoo for safety. It was also noted that the right ventricular (rv) lead was non-functional. There are future plans for ra lead revision and rv lead replacement. No additional adverse patient effects were reported. Additional information was received indicating the rv lead was surgically abandoned and replaced due to loss of capture. No additional adverse patient effects were reported.